Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The report was observed by a zoll approved service provider. The device was then returned to zoll medical corporation for evaluation. However, after disassembling the device to determine root cause, the customer's report was no longer seen. The device was put through extensive testing including full functionality testing without duplicating the report. Internal inspection of the device found no discrepancies. The device passed the final testing procedure, was recertified, and returned to the customer. Not accessories were returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device error log was provided for review. The log confirmed the error message in the customer's report. However, without receipt of the device root cause could not be firmly established by the log information. Analysis of reports of this type has not identified an increase in trend.